Event description:
Same patient as 2134265-2012-06850 and 2134265-2012-06844. It was reported that following a coronary stenting treatment procedure, no flow occurred. The procedure was emergent due to an acute mi of the right coronary artery (rca). Two unspecified guide wires were placed and the vessel was ballooned with an unknown balloon catheter. Active clot was noted in the rca. Some of the clot was able to be removed with a non-bsc thrombectomy catheter. Angiographic images revealed there was still thrombus noted n the lesion. A 4.0x32mm ion drug eluting stent (des) was implanted in the mid to distal rca; however, no flow was noted in the vessel. A second ion des was implanted proximal to the 1st des in the mid rca and still, no flow persisted in the vessel. A 3rd ion des was implanted proximal to the 2nd des in the proximal rca with no flow continuing in the vessel. The patient was sent to surgery. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).